Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: during the night shift, the ventilator alarmed "check internal battery- ID 5045". Premature battery aging is suspected. The device alarmed visually and acoustically.

Manufacturer narrative:
Update 04-oct-2023: the situation reported by the hospital was confirmed: the night nurse of the department performed routine maintenance of the equipment and found that it sounded a battery alarm and could not be recharged. The biomedical department was immediately informed and upon examination, found that it was due to battery failure. Since the problem was found during routine maintenance, the machine was not connected to a patient. Root cause: ac power was not connected properly, thus resulting in lack of ac power supply. The ventilator automatically switched to the built-in battery and then sounded the alarm as the built-in battery was used up. If the battery is not maintained as required, it will not be recharged properly. The battery is a consumable part with requirements for maintenance and service life. It should be fully charged at least once every three months and be replaced every 2 years or as needed. The clinical staff should regularly check the consumable parts to ensure their function. The event was due to failure to replace or charge the battery in time - it was confirmed that this particular battery had been in use for more than 2 years. This is a problem with clinical maintenance and therefore unrelated to the quality of the product itself. As lack of maintenance constitutes a use error and as no harm occurred, this event is no longer considered reportable.